Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 285 mg/dl at the time of the incident. The customer stated that the insulin pump had a motor error alarm and the reservoir was halfway full. The customer treated with a bolus and cleared the alarm. However, the insulin pump randomly prompted the customer to rewind the pump. The customer was watching tv and running a bolus when she received the motor error alarm. The customer did not report an alarm and was able to complete the pump rewind. At this time, the displacement test and manual prime were successful and the motor alarm did not recur. It was explained that the alarm was caused by a connection issue. The customer stated that she sees air bubbles in the reservoir after it is halfway done. The customer will monitor the insulin pump. The reservoir will not be returned for analysis.